Event description:
Note: this MFR report pertains to the first of two devices that were used during the same event. Refer to associated MFR report #3005099803-2008-5831 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a demonstration in 2007 (no patient involvement). According to the complainant, the clip fell off while deploying. There were no patient complications and no patient involvement.

Manufacturer narrative:
The product was returned for analysis. Upon investigation, it was revealed that the clip assembly was located just outside the over sheath and the jaws were missing. The tension breaker was present and still attached to the yoke. The control wire was actuated and the yoke was deployed as per design. The capsule was present with the tabs mostly open. The tabs being half open provides evidence that the end-user may have tried to open the clip assembly inside the over sheath. This can cause the tabs to open. With the tabs open, one of both clips can become disengaged. The end-user may not have followed the direction for use procedure statement.